Event description:
It was reported that during a procedure at the user facility the acm mixer nozzle broke whilst cementing stem. Surgeon had to scrape out cement and open a new mixer and cement. The procedure was completed successfully without a clinically significant delay: no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Not available.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : not available.

Event description:
It was reported that during a procedure at the user facility the acm mixer nozzle broke whilst cementing stem. Surgeon had to scrape out cement and open a new mixer and cement. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.